Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging there was a line through the display. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 02/19/2016 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2016 with the following findings: the display screen could not be investigated due to being damaged. The battery compartment was found to be cracked.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.